Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxie bus cable was damaged. However, there were no adverse events, delays or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxie bus cable was thermally damaged. A field service engineer replaced the pyxie bus cable to resolve the issue. Additionally, in preventive maintenance ball bearings cage was realigned and installed new slide bumpers on main full height drawer 5. The system functioned as intended after the field service engineer repaired the device.